Manufacturer narrative:
Exact patient age unknown, but reported to be over 18 years of age. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic stone removal procedure in the common bile duct performed on (B)(6) 2018. According to the complainant, during procedure, they attempted to deploy the flexima biliary stent, however, there was difficulty when they tried to pulled the guide catheter. When they pulled it forcibly, the guide catheter became separated. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic stone removal procedure in the common bile duct performed on (B)(6) 2018. According to the complainant, during procedure, they attempted to deploy the flexima biliary stent, however, there was difficulty when they tried to pulled the guide catheter. When they pulled it forcibly, the guide catheter became separated. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual evaluation of the returned device found that the push and guide catheter were accordionated and kinked. It was also found that the guide catheter was broken in the middle section. Based on the product analysis, the failures found (push catheter/guide catheter accordionated and kinked and guide catheter broken) are issues that could have been generated by excessive manipulation of the device by the user and/or excess of force applied to the product. A customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in catheters. With the catheters bound by kinks and bends, the device would become difficult to retract the guide catheter; an excessive force used can cause the guide catheter damaged which is consistent with the analysis of the returned product performed. The guide catheter was found kinked, accordionated and broken which at the same time can cause difficulties during deployment of the stent in a clinical setting. Therefore, 'cause traced to component failure' is selected as the most probable root cause for the complaint.